Manufacturer narrative:
A ge service rep performed an on site investigation and repaired the system. The system was then found to be operating as intended.

Event description:
The customer reported an ongoing problem with communication failure error messages. This error may result in a system lock-up, no boot, or shut down. There is no report of pt injury associated with this event.